Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 400 mg/dl. The pod was leaking. The cannula was dislodged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, dislodged cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was returned with the needle mechanism fully deployed and the needle fully retracted. The data obtained from the device generated no alarms, time outs or drive stalls. Inspection of the needle mechanism assembly found no damages or defects that would result in the needle mechanism not retracting. The needle mechanism was reset and deployed as intended. Although no damages or defects were observed that would result in a needle mechanism failure, it could not be conclusively determined when the needle retracted. During investigation, the device was leak tested and no tears or leaks were observed that would divert fluid form the intended fluid path. No damages or defects were observed that would result in the soft cannula become dislodged from the infusion site. The cause of the reported dislodged cannula could not be determined.